Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 23 in, 6 mm contact detach infusion set; the user perceived suboptimal insulin absorption at the prior site, performed a fill tubing and cannula fill sequence with agent assistance, confirmed the cannula was not bent, and had approximately 3 units of onboard insulin at the time. Symptoms included elevated blood glucose reaching 191 mg/dl on a continuous glucose monitor without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included transient hyperglycemia outside target range for about one hour without use of backup therapy, ketone testing, or medical intervention. Investigation included troubleshooting and user education by the agent, including guidance to have low snacks available and to monitor glucose levels closely. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia with an undetermined cause and no confirmed device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.